Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report: mw5069009.

Event description:
It was reported during a sigmoid colectomy procedure; the eea stapler fired correctly and release process was completed appropriately. The stapler felt fully released, but could not be removed. The patient underwent a diverting colostomy.